Event description:
It was reported that the device illuminated the wrench icon and logged several event codes that indicated a critical failure. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed main pcb assembly at the failure analysis center and determined the cause of malfunction to be tin whisker between legs 46 and 47 of the u16 ic chip. The device was not able to deliver defibrillation therapy with the observed issue.